Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the left circumflex (lcx) artery. A 16 x 3.50 promus premier stent was selected to treat the lesion. While advancing the stent delivery system through a non-bsc catheter over a non-bsc wire, the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.